Event description:
It was reported that the implantable cardiac monitor exhibited undersensing and falsely calling the episodes as asytole and they are not. No intervention had been reported. No additional information was available.